Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2013 and a drain was inserted into the spinal cavity. However, fifteen days following the surgery, it was noted that the drain was not functioning and hematoma occurred. The patient underwent re operation on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(6): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1227636